Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic surgery lobectomy, while stapling with reload in lung tissue, the surgeon started with the first handle and one reload to fire but a crunch was heard and after that it was not possible to fire forward the reload. There was poor staple formation and the staple line was incomplete proximally. A second handle and a second reload was taken out but it has the same problem and an extended incision more 1 inch was also reported. Laparoscopic procedure was converted to open due to device problem and an open stapler was used with no problem to fire the instrument and get a perfect staple line.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the loading units were partially fired. The clamping mechanisms were deformed. The loading units anvils were bowed. Microscopic evaluation noted that one of the loading unit had damage to the cutting edge of the knife blade. Functionally, the loading units were loaded into a post market vigilance instrument, the interlocks were over ridden, and the loading units were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.